Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance via the patient's remote monitoring system. Obtained additional information and indicated that the physician decided to evaluate device/lead during patient's next scheduled visit. The patient will continue to be monitored and the cause of the observation is undetermined at this time. The system remains in service. No adverse patient effects were reported.